Event description:
As reported, the gray button of a 5f exoseal vascular closure device (vcd) could not be pressed during use, resulting in failure of the first closure attempt. Manual compression was applied to control bleeding, and a replacement 5f exoseal vascular closure device (vcd) was used successfully to achieve hemostasis. There was no reported patient injury. During a whole cerebral angiography procedure, bleeding occurred from the patient¿s right femoral artery. The lead surgeon immediately instructed the team to use a vascular closure system for hemostasis. When the team operated the system according to the standard procedure, the gray button could not be pressed, which directly caused the first closure attempt to fail and hemostasis not to be achieved in time. Because the first closure failed, bleeding from the patient¿s right femoral artery continued slightly longer, briefly increasing bleeding-related risk. However, timely manual compression and subsequent successful closure with a replacement device of the same model prevented major hemorrhage or aggravated vascular injury, and the patient¿s vital signs remained stable throughout. After replacement, the system functioned normally and successfully achieved hemostasis, and the subsequent surgical steps proceeded in an orderly manner. The operation was ultimately completed smoothly, and postoperative observation revealed no complications related to this episode, with recovery as expected. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.

Manufacturer narrative:
As reported, the gray button of a 5f exoseal vascular closure device (vcd) could not be pressed during use, resulting in failure of the first closure attempt. Manual compression was applied to control bleeding, and a replacement 5f exoseal vascular closure device (vcd) was used successfully to achieve hemostasis. There was no reported patient injury. During a whole cerebral angiography procedure, bleeding occurred from the patient¿s right femoral artery. The lead surgeon immediately instructed the team to use a vascular closure system for hemostasis. When the team operated the system according to the standard procedure, the gray button could not be pressed, which directly caused the first closure attempt to fail and hemostasis not to be achieved in time. Because the first closure failed, bleeding from the patient¿s right femoral artery continued slightly longer, briefly increasing bleeding-related risk. However, timely manual compression and subsequent successful closure with a replacement device of the same model prevented major hemorrhage or aggravated vascular injury, and the patient¿s vital signs remained stable throughout. After replacement, the system functioned normally and successfully achieved hemostasis, and the subsequent surgical steps proceeded in an orderly manner. The operation was ultimately completed smoothly, and postoperative observation revealed no complications related to this episode, with recovery as expected. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device since the functional analysis demonstrated successful lever depression with plug deployment. No anomalies were noted during the analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the gray button of a 6f exoseal vascular closure device (vcd) could not be pressed during use, resulting in failure of the first closure attempt. Manual compression was applied to control bleeding, and a replacement 6f exoseal vascular closure device (vcd) was used successfully to achieve hemostasis. There was no reported patient injury. During a whole cerebral angiography procedure, bleeding occurred from the patient¿s right femoral artery. The lead surgeon immediately instructed the team to use a vascular closure system for hemostasis. When the team operated the system according to the standard procedure, the gray button could not be pressed, which directly caused the first closure attempt to fail and hemostasis not to be achieved in time. Because the first closure failed, bleeding from the patient¿s right femoral artery continued slightly longer, briefly increasing bleeding-related risk. However, timely manual compression and subsequent successful closure with a replacement device of the same model prevented major hemorrhage or aggravated vascular injury, and the patient¿s vital signs remained stable throughout. After replacement, the system functioned normally and successfully achieved hemostasis, and the subsequent surgical steps proceeded in an orderly manner. The operation was ultimately completed smoothly, and postoperative observation revealed no complications related to this episode, with recovery as expected. The device was returned for evaluation. The case was reported as a serious injury to the china nmpa.